Event description:
The customer reported to olympus that the colonovideoscope's bowden cable was torn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material on the light guide lens adhesive and the bending section cover adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material on the light guide lens adhesive and the bending section cover adhesive. In addition to the reportable malfunction, the following were noted: the plastic distal end cover had a dent; the connecting tube had coating peeling; due to a crack on the bending section cover, the insulation resistance value at distal end did not meet the standard value; due to damage on the charged coupled device unit, brightness was uneven when halation occurs; due to damage on the upward/downward angulation control knob and due to deformation of the angle shaft, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the flexibility adjustment ring had a scratch; the grip had a scratch; the light guide-bundle had breakage; the scope body had a crack; the scope connector cover unit had a scratch; the scope connector case unit had a scratch; the suction cylinder had no color; the screw stopper was replaced for preventive maintenance; the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the lg-lens could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly due leakage occurring between the s-body and u/d knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection states how to detect the events. IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.